Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was not done, as there was no fault found.

Event description:
It was reported that six (6) days after starting to use the product, the customer noticed air was unable to be put in the cuff.